Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the battery compartment was noted to be cracked. The reporter confirmed that the battery cap was secure with no visible yellow o-ring. The reporter stated that the pump was exposed to moisture but there was no noted corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.